Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was attempted for use in a patient for the endovascular treatment of a 150mm thoracic aortic type b dissection. It was reported that during the procedure the device could not track into the aorta and badly dissected the patient¿s iliac arteries. It was noted that self-expanding stents were placed as a result. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.